Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient falls a lot and recently stimulation 'has not been the same' and it is not taking much care of their back pain. The patient also noted that they can feel stimulation going to their legs but it has never helped with leg pain due to their blood flow. The patient was redirected to their managing physician. No further complications were reported.